Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) has received shock. Boston scientific technical service (ts) reviewed and confirmed therapy delivered. The patient went out of ventricular tachycardia (vt) for a short time but was back in prior to end. A noise was also noted that could be from a medical procedure. In addition, a signal artifact monitoring (sam) episode was also noted with respiratory sensor vector switched. To date, this device remains in service. No adverse patient effects were reported.